Event description:
The initial reporter stated they received discrepant results for three patient samples tested with the elecsys troponin t stat assay ver. 2.1 on a cobas e 411 immunoassay analyzer. The initial results were reported outside of the laboratory to the emergency room. The customer stated that the issue occurred while using a reagent pack that was almost empty. The customer also noted they received a liquid level detection aspiration noise alarm roughly 2 hours before the event. The first sample initially resulted in a troponin t value of 19.39 pg/ml. The sample was repeated on a second analyzer, resulting in a value of 7.29 pg/ml. The reagent cassette was changed and the sample was repeated on the original e411 analyzer, resulting in a value of 7.67 pg/ml. The second sample initially resulted in a troponin t value of 18.48 pg/ml. The sample was repeated on a second analyzer, resulting in a value of 4.35 pg/ml. The reagent cassette was changed and the sample was repeated on the original e411 analyzer, resulting in a value of 4.23 pg/ml. The third sample initially resulted in a troponin t value of 21.15 pg/ml. The sample was repeated on a second analyzer, resulting in a value of 9.8 pg/ml. The reagent cassette was changed and the sample was repeated on the original e411 analyzer, resulting in a value of 9.3 pg/ml. The serial number of the e411 analyzer is (B)(4).

Manufacturer narrative:
Calibration signals were within expectations. Quality controls were within specified ranges on the day of the event. As calibration and control data do not point to a problem, a general reagent issue can be excluded. Upon review of the alarm trace, 2 sample liquid level detection noise alarms occurred on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined.